Event description:
It was reported that the perforator went through the dura during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The product listed in this record was returned for evaluation, however, the failure could not be confirmed as the device functioned as intended when evaluated. The definite root cause of this issue is undetermined.

Event description:
It was reported that the perforator went through the dura during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.